Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had a device check and the patient's daughter understood that the device was working at 54%. The patient saw another doctor who prescribed a medication that the patient took twice daily for three days. Then the patient coded/heart stopped and the patient is currently inpatient at the hospital and is brain dead/"not spiking" as was before. The patient's daughter requested a device check; however the request was denied by the hospital staff as it was not needed medically. Attempts to obtain follow up information from the patient's physician were unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.